Event description:
A caller reported experiencing cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and instructed them to reset the pump at their convenience. The caller was advised to follow up if the issue persisted.